Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a proglide after an unspecified procedure. Reportedly, after suture deployment, when attempting to rewire the vessel with the proximal end of the wire, resistance was felt. The wire was reversed and the distal end was used successfully to rewire the vessel. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient sequela. The physician is reported not to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Estimated date of occurrence, as the facility this event occurred during recent weeks. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.